Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date, the patient was treated with vancomycin 1 gram intraperitoneally (frequency and duration not reported), fortum 1 gram and then 1000 (units not specified) in night bag intraperitoneally (frequency and duration not reported), and amikacin 100 milligrams in night bag intraperitoneally (frequency and duration not reported) for the peritonitis event. It was unknown if dianeal therapy was ongoing. At the time of this report the patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). On an unreported date, the patient's dianeal therapy was discontinued and on an unreported date, the patient's catheter was removed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.